Event description:
This event involved a patient one year and nine months after heartware lvad implantation who noticed the controller switching from one source to another before expected. The batteries were removed from service and new batteries were supplied. There were no injuries associated with this event.

Manufacturer narrative:
The products were returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad batteries in relation to the reported event. This included clinical event, visual & functional testing and non-conformance material record (ncmr). Thorough external visual inspection of the battery revealed no signs of physical damage, contamination or loose parts inside of the device. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing of the returned battery revealed a defective cell pair capable of reaching an under voltage condition that is likely the cause of the reported premature power port changes (switching) described. This is four of five reports (3007042319-2013-00171, 00172, 00173, 00174 and 00175) submitted for devices related to the same event.